Manufacturer narrative:
(B)(4). Ayman m. Ebied, et al. ¿single-stage versus two-stage revision of total hip replacement for contained periprosthetic infection.¿ journal title. Concomitant medical products: unknown 32mm zca acetabular cup, unknown liner, unknown stem, unknown gentamycin loaded bone cement. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 03662. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported in a journal article that one patient in the single stage revision group had a single dislocation that was reduced by closed reduction and continued to be stable afterward. No further information is available.